Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. Also, the reported impact to the head might have weakened the fixation of the active electrode and could also be a contributory factor for electrode mobility. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user stopped wearing the audio processor in the last 6 months because it was broken. During the time period of non-usage, the user hit his head. Revision surgery is considered, but not date has been scheduled yet.

Manufacturer narrative:
Conclusions: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. Additionally wire breakages due to excessive mechanical stress were observed. This is a final report.

Event description:
The user stopped wearing the audio processor in the previous 6 months since (B)(6) 2023 because it was broken. During the time period of non-usage, the user hit his head. The user has been reimplanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user stopped wearing the audio processor in the last 6 months because it was broken. During the time period of non-usage, the user hit his head.